Event description:
It was reported that a patient underwent an abdominal hysterectomy procedure on (B)(6) 2012 and suture was used. The surgeon noted the needle was partially detached from the suture prior to using on the patient. Another like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Additional information: conclusion: one zipper containing suture which was partially attached to the needle was received for evaluation. The swage mark on the needle clearly indicated that the needle was swaged to the suture. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Conclusion: representative samples were returned for evaluation. They were visually and functionally examined for needle pull and they met the requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.